Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed operational checks. The device was reported as being available for clinical use at the time of the event. However, the reported issue occurred during testing in which there was no patient involvement. No adverse event involving patient or user was reported.